Manufacturer narrative:
H6 investigation summary: mgit 960 supplement kit batch 219506 is composed of mgit panta batch 2195900 and mgit 960 growth supplement batch 2195905. The batch history record review for mgit 960 supplement kit batch 2195900 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 2195900 and mgit 960 growth supplement batch 2195905 were satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 2195900 (5 vials) were available for inspection and growth supplement batch 2195905 (4 vials) were available for inspection. No media defects were observed in 9/9 retention vials. For further investigation two panta vials from batch 2195900 were reconstituted with two supplement vials from batch 2195905. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. Five photos were received for the investigation: four photos show a plot graph screen shot. No product information is presented in the photos provided. One photo shows a media plate with bacterial growth on the plate. No product information is presented in the photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and clear indication of important product information such as batch/lot number must be included in the photo. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination issues.

Event description:
Report 10 of 22: it was reported that while using bd bactec¿ mgit¿ 960 supplement kit sample flagged positive for bacteria. The following information was provided by the initial reporter: the sub-culture of 14 of these tubes grew a coryneform organism, 9 of which were identified as a microbacterium paraoxydans. The remaining 5 did not have an identification performed. This incidence of this organism is suspicious and we could not find a laboratory-based source of introduction. While this would not be reported as a pathogen from these specimens, there were a majority of tubes where this organism remained after decontaminating the positive vial, causing the liquid culture to be discontinued before the full 6-weeks of incubation.

Event description:
Report 10 of 22. It was reported that while using bd bactec¿ mgit¿ 960 supplement kit sample flagged positive for bacteria. The following information was provided by the initial reporter: the sub-culture of 14 of these tubes grew a coryneform organism, 9 of which were identified as a microbacterium paraoxydans. The remaining 5 did not have an identification performed. This incidence of this organism is suspicious and we could not find a laboratory-based source of introduction. While this would not be reported as a pathogen from these specimens, there were a majority of tubes where this organism remained after decontaminating the positive vial, causing the liquid culture to be discontinued before the full 6-weeks of incubation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.